Manufacturer narrative:
The device in question was not available for physical investigation. However, the available information has been reviewed. The investigation was completed on 2024-08-08. The device product history records (DHR) have been checked for the available lot number and found to be according to the specification, valid at the time of production. Based on the available information, the evaluation of two of the involved products, the failure description and similar complaints, it can be concluded that the most probable cause is that the laser came into contact with another instrument during use, resulting in a flashover (flash of light). The resulting heat may have caused burns. Internal karl storz reference number: (B)(4).

Event description:
It was reported that during the surgery, an intracavitary flash occurred. The bipolar electrode was stuck inside the hysteroscope sheath. As a result, the patient had a superficial endometrial burn.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Please note, that an additional product was added later to this case. The additional information is provided in section d10 the event is filed under internal karl storz complaint ID: (B)(4).